Event description:
It was reported that wide QRS oversensing resulting in inappropriate therapy were noted on the right ventricle (RV) lead. Additionally, high defibrillation impedance was noted on the RV lead during the delivery of shock. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.